Event description:
Related manufacturer reference number: 2017865-2021-36029, 2017865-2021-36030. It was reported the patient presented in clinic due to a pocket infection and erosion. The patient's implantable cardioverter defibrillator, right ventricular lead, and an inactive right ventricular lead were all explanted without issue. The patient was stable throughout.